Event description:
It was reported that the balloon (subject device) did not deflate, even after removing the guidewire which was stuck. The issue occurred outside of the patient, so there was no patient involvement.

Manufacturer narrative:
The subject device was not returned; therefore, an analysis could not be performed. A review of the device history record could not be completed because the lot number remains unknown. Based on the information and investigation, it is believed that the subject device or guidewire were damaged while handling, possibly resulting in the reported issue.

Event description:
It was reported that the balloon (subject device) did not deflate, even after removing the guidewire. There were no reported clinical consequences to the patient. No additional information is available.

Manufacturer narrative:
The subject device was not returned.